Manufacturer narrative:
The product has not been received for analysis yet. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as the lead perforated the heart wall. Pericardiocentesis was performed to stabilize the patient. The lead was never in service. No additional adverse patient effects were reported.